Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, valve stenosis, transvalvular leak and valve regurgitation are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve stenosis and central regurgitation were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 3 years 10 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient underwent a successful valve in valve procedure with a 23 mm sapien 3 ultra resilia valve due to severe aortic stenosis (as) and moderate aortic insufficiency (ai)." In regard to the valve stenosis, an existing technical summary written by edwards lifesciences documents the root cause analysis on valve stenosis and increased gradients over time in the patient. Per the technical summary, stenosis and increased gradient across the valve are common causes of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of stenosis and increased gradients. These include patient factors (age, disease state, pharmacological intervention, bmi (body mass index), tobacco use etc.), and mechanical stress related to the valve's hemodynamic performance. Furthermore, evaluation of similar reported events did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these reported events. In this case, a definitive root cause was unable to be determined at this time; however, the event could be due to patient factors not provided. In regard to the central regurgitation, per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the patient had stenosis, which could prevent the leaflets from proper coaptation, resulting in regurgitation. As such, the available information suggests that patient factors (stenosis) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years 10 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient underwent a successful valve in valve procedure with a 23 mm sapien 3 ultra resilia valve due to severe aortic stenosis (as) and moderate aortic insufficiency (ai). Subsequently, additional information was received revealing the ai was a moderate to severe aortic regurgitation eccentrically directed jet. The aortic valve area (ava) was 0.9 cm2. The mean gradient was 48 mmhg and the peak gradient was 75 mmhg. The patient was symptomatic with shortness of breath and fatigue.

Manufacturer narrative:
The investigation is ongoing.